Event description:
The customer reported that following an atrial fibrillation ablation procedure, a burn was noted at the return pad site. The e7506 pad had been placed on the pt's lower back. No injury was noted at the time of pad removal, but a burn was discovered later. The injury was described as a reddened excoriated blister. Silvadene cream was applied and the pt followed up with wound care therapy at home. The incident pad was discarded by the site following the procedure and is not available for eval.

Manufacturer narrative:
(B)(4). The incident pad was discarded by the site and was not available for eval. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may have mitigate the increased risk.